Manufacturer narrative:
Qn#: (B)(4). A visual or functional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record of batch number 74d2000412 that belong to catalog number s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
It was reported that there was a leak at the level of the ats connector, between the drain and the tubing. There was no consequence for the patient. Additional information: no medical intervention needed; another pleur-evac has been used. The event occurred immediately when plug-in the device.